Manufacturer narrative:
The cobas e 602 module serial number was (B)(6). Qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hcg+beta (hcg+b) assay on a cobas 8000 - cobas e 602 module. Initial result: 6.850 miu/ml. The initial result did not match the patient's clinical diagnosis, and the sample was then repeated 4 times. The cumulative average of the 4 repeat results was 15845 miu/ml. No questionable result was reported outside the laboratory.

Manufacturer narrative:
Calibration was acceptable. Instrument performance testing from 02-may-2025 was acceptable. A general reagent or analyzer problem can be excluded because the qc before the event was within range. The investigation did not identify a product problem. The cause of the event could not be determined.